Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure age : range 50-60 years old; male; weight range 90-110 kg; was the date of the initial total knee replacement on 11-oct-2023? Is this correct? Yes what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open on what tissue was the suture used? Muscle what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes were two reverse stitches performed across the incision prior to closure? Yes what instruments were used in this procedure to handle the suture? Surgical forceps and needle holder did the wound dehisce? No. If yes, what tissue dehisced? Onset date/time of dehiscence? (# post op days). Please describe any medical/surgical intervention required for this suture event including dates and results. After two weeks the patient has been reoperated because of the dislocation due to the breakage of the suture. The surgeons sutured with another stratafix symmetric. The patient is currently in good condition. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Were there any patient stress factors that precipitated the event for the suture breakage or pulling out of the tissue? No, the patient reports hearing a noise coming from his knee after getting up from the sofa what symptoms did the patient experience following the index surgical procedure? Onset date? Pain, swelling, hematoma and dislocation of the knee a few days later other relevant patient history/concomitant medications? The total knee replacement was bilateral. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The braking of the suture. What is the patient's current status? Good condition corrected information: h6 health effect - clinical code, h6 medical device problem code, h6 type of investigation.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Was the date of the initial total knee replacement on (B)(6) 2023? Is this correct? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What instruments were used in this procedure to handle the suture? Did the wound dehisce? If yes, what tissue dehisced? Onset date/time of dehiscence? (# post op days). Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any patient stress factors that precipitated the event for the suture breakage or pulling out of the tissue? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2023 and a barbed suture was used. Post-op, the patient underwent re-operation on (B)(6) 2023 due to the breakage of the barbed suture. The rupture of barbed suture lead to the lack of sealing of the capsule and consequent dislocation of the knee from its seat. During re-operation, when the soft tissues were opened, the suture appeared to be broken in the connection between the tab and the suture itself. Additional information is being requested.